Event description:
Customer reports to have physical damage of insulin pump. Customer states pieces from the battery compartment broke off. Customer's blood glucose was 249 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a broken reservoir tube lip, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.